Event description:
It was reported that during use of this drill in oral surgery, heat was felt in the bur guard area and an oil-like substance leaked onto the patient's lip. An alternate handpiece and bur guard was used to complete the procedure, and there was no injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the handpiece was received for evaluation. During testing of this handpiece, the reported problem of overheating was confirmed. The handpiece overheated related to a broken bearing inside the collet. The report of leaking oil was not confirmed though debris was found located around the area of the poppet. Conmed linvatec repair records show 2005 as the last date of service for this handpiece. The user did report a drill lubricant is used from time to time on this drill. The instruction manual for this handpiece informs the user that the recommended service interval for this device is every 12 months. In addition, the manual warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. Dull burs and blades may cause heat buildup in the handpiece and the bone. It is recommended that single-use burs and blades are used. The cleaning instructions in the manual inform the user: do not lubricate. Lubrication of the surgairtome two drill may result in damage to the motor and internal parts. In addition, this drill is etched "no oil". The customer will be given this information.